Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient fell on implant twice 3 months apart. They stated the device was not placed where it needed to be and was not having symptom control like was with the trial. The patient reported that they waited for their healthcare provider (hcp) to replace device. Documented reported event. No further action was taken by patient services.